Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited high right ventricular (rv) thresholds. The device was recaptured, redeployed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.